Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, the device's power management board and system board were replaced to address the issue.